Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to confirm or determine root cause for the reported issue of cannula dislodged. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: sp1a.210812.016.g970usqu9iwg2. Hardware: sm-g970u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 418 mg/dl after between 1 and 4 hours of wearing the pod. The patient¿s mother reported the adhesive completely separated from the skin and the cannula dislodged. The pod was removed, and a new pod was applied.